Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported two years ago, the pump became loose and started to travel down their body. It was noted it was now poking against their lower right side. It was noted it made the scar where they got the incision very red and irritated. It even started bleeding more than once. It was noted it was so visible against them that they feel like it is going to slice right through the skin. This causes the patient an unbelievable amount of pain every day; so much that they have the hardest time getting out of bed most of the time. It was noted the patient had to push it back in just so they can get up and walk. This issue causes the patient to walk like a 90 year old, very slow and hunched over/ the patient had gone limping in to the hospital on more than one occasion because of this issue and they have told them that they cannot remove it. They were told only the ma nufacturer can. The patient has spoken to multiple doctors and company representatives who all indicated they needed a referral. It was stated it causes them to go in circles. The patient indicated they will do whatever to get the pump out. They are at a loss as to what would be the fastest way to remove the device. It was stated the patient was in so much pain from the device that they have even mentioned on more than one occasion cutting it out themselves as a last resort and going to the hospital to have herself stitched up. It was noted the patient does not want it put back in place or refilled. They just want it removed. No further complications were reported.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that diagnostics included MRI/CT, prescription therapy, and injections. There was no trauma, but constant vomiting. Doctor that put in the pump set it so high that the patient ¿nearly died¿ and had to go to the ER. No steps were taken to resolve the pump digging in. It was reported that nobody will take out or put in any medications. They are unable to walk without severe pain. The issue was not resolved. The pain is worse in the back, they are unable to sleep or walk, now they have umbilical herniation, and the current doctor will not refer to surgery without removing the gallbladder which ¿has no issues.¿ the device ¿seems to be working,¿ but nobody will maintain it, so it just has saline. Additional information was received from the rep on (B)(6) 2019. The patient reported a "stabbing" sensation in the side where the pump is causing pain since 2019 (3 months ago). The pump "is causing damage to her internal organs.¿ she has "herniation of her intestine" diagnosed (B)(6) 2019 (in the last month). She has never heard from a field rep. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving saline at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the pump was filled with saline at a consultation with a healthcare provider (hcp), but later the patient went to the emergency room due to withdrawing from the medication 7 months after meeting with the hcp. It was further noted that three to 4 months later, the patient was suffering from perforations in her bowel, abdominal bruising, and abdominal herniation because the pump is digging into her side. It was also noted that the patient experienced severe amounts of pain in her side that prevent her from walking or moving as well. The date of the event was unknown. Refer also to MFR report # 3004209178-2018-13763 regarding a prior event. The patient wanted the pump removed. The patient had previously gotten magnetic resonance imaging with her pump and her hcp had to call to get help with silencing the alarm after the MRI was completed. It was indicated that the patient¿s pain management healthcare provider (hcp) wanted her to remove her gallbladder before they would take the pump out, but the patient didn¿t want to do that. The patient did not have an hcp. Assistance with finding an hcp to remove the pump was requested. No further patient complications have been reported as a result of this event.